Manufacturer narrative:
Evaluation results: a review of the complaint history for this device found no other instances of complaints for patients freeing themselves by chewing through the strap or by any other means. No other documented complaints of patients freeing themselves from any other restraints by chewing through the strap were found. Therefore, this appears to be an isolated event. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states to always monitor patient per facility policy. Be aware that constant monitoring may be required for aggressive or agitated patients and that additional or different body or limb restraints may be needed if the patient pulls violently against the bed straps, to reduce the risk of the patient getting access to the line/wound/tube site, and to prevent the patient from flailing or bucking up and down and causing self-injury. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file # (B)(4). Product not returned for evaluation.

Event description:
Customer stated that while the product was in use, a patient was able to chew through the restraint to free themselves. The customer did also state that this was an isolated incident. Information is limited as to the nature of how the patient was restrained. The date the event occurred is unknown and no patient incident or injury was reported.